Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that gutter-related type ia endoleaks represent a relatively frequent early occurrence after ch-evar, but appears to resolve spontaneously in the majority of cases during early to midterm follow up. [(B)(4)].

Event description:
Article received: ullery, b. E. (2017). Natural history of gutter-related type ia endoleaks after snorkel/chimney endovascular aneurysm repair. Journal of vascular surgery, 981-990. Purpose: to evaluate the incidence and natural history of gutter-related type ia endoleaks following ch-evar. Per the article adverse events included endoleaks ia, endoleaks ii, progressive aneurysm sac growth, aortic dissection and iliac rupture.